Event description:
A customer contacted baxter's technical service center and reported that one of the supply bags became disconnected and had leaked out. The home patient (hp) wanted to start over with new supplies. The hp was setting up for therapy when the bag became disconnected. The hp pressed "a few buttons" and wound up in fill. The technical service representative assisted the hp to end therapy and remove the cassette. The probable cause was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the device is not available for evaluation as it has been discarded.a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.